Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, after the clip was closed, the physician attempted to deploy the device inside the patient, however it would not release from the catheter. The clip dangled at the end of the catheter. It was reported that no tissue was torn and the procedure did not involve an active bleed. The catheter was removed from the patient with the clip still attached and the physician successfully completed the procedure with another of the same device. There were no patient complications as a result of this event. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.